Event description:
A customer reported to baxter (B)(4) an interlink continue-flo solution set in which the spike bent. According to the report, the spike tip on the solution set bent when trying to spike a solution bag in order to prime it. The process step was during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual test was performed and found that the spike was bent. The reported condition was confirmed due to the spike being bent. Functional tests were not required. The (B)(4) manufacturing plant found the root cause related to defective spike parts from the supplier. The supplier has been informed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.